Event description:
Pathological markers were provided as cd30+ and alk-. Treatment provided in the form of explant.

Manufacturer narrative:
Additional data: b.5, b.6, b.7, g.1, h.6, h.7. Date of alcl diagnosis: (B)(6) 2019. The event of lymphoma-alcl is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported the patient was diagnosed with alcl, had "100cc of fluid removed from the infected breast" and breast was "red/itchy and swollen". Pathological marker alk- has not been provided. Device was explanted. This record is for the left side.

Manufacturer narrative:
Further investigation results: with the information collected during the investigation, there is enough evidence to support that device serial number (B)(6) was manufactured under controlled conditions in accordance with allergan procedures. Seal strength results were acceptable. Environmental monitoring results were found to be acceptable and they confirmed that there was not an adverse impact on environmental conditions, device quality or performance. The sterilization run (B)(4) is not related to any additional complaint infection record reported as of today. During the trend review of all infection complaints for gel breast implants for the period of oct 17 through sep 19, were noted two outliers in nov-17 and jan-18. An additional analysis was performed to determine any pattern or any similarities relation between prs involved. It was found that some primary packaging operators were involved in more than one occasion, however the people were trained in the corresponding procedure. Also, calibrations, maintenance and process validations of all equipment¿s involved in more than one occasion were reviewed and it was determined that they were performed on time and met specifications. In addition, all the records involved in this month were reviewed and no issues were found associated to either event. Given the fact that the cause of the infection cannot be specifically associated to costa rica manufacturing process, and there is not an adverse trend for this type of event no corrective action is deemed necessary at this time.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of lymphoma-alcl-suspected, infection (late onset) and seroma-late are a physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation is diagnosed with alcl, had "100cc of fluid removed from the infected breast" and breast was "red/itchy and swollen further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported the patient was diagnosed with alcl, had "100cc of fluid removed from the infected breast" and breast was "red/itchy and swollen". Pathological marker alk- has not been provided. Device was explanted. This record is for the left side.